Event description:
It was reported that during the implant procedure, adequate r-wave values could not be obtained. It was noted that the user pushed the lead forcibly through the introducer. Intermittent values were seen at this time. A new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.